Manufacturer narrative:
The device was returned to olympus for evaluation, the customers allegation was not confirmed. The e315 error could not be reproduced after the device was dried. Additional findings were found and are as follows: (a.) The plug unit was cracked and deformed, (b.) Due to corrosion on the switch box, the switch three button didn¿t work, (c.) And the plug unit was leaking.

Event description:
The customer reported to olympus, that the evis lucera elite colonovideoscope displayed error code e315. This event was found during a diagnostic enterscope procedure. The patient was not under sedation and there was no procedural delay. The facility completed the procedure using a similar device. No patient or user injury was reported in relation to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e315 was water invaded the scope connector while the user was handling the device, which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.